Event description:
A healthcare provider (hcp) reported that the device had been malfunctioning for awhile. They were planning on performing a dye study to troubleshoot the device further. The hcp inquired if an 8540 kit could be used to access the catheter access port of an isomed pump. The medication was infused was unknown. An hcp reported later reported they had reviewed the catheter access port kit information and procedures. The catheter dye study was to begin in about a half hour.

Manufacturer narrative:
Concomitant medical products: product ID 8540, serial# unknown, product type: accessory. (B)(4).